Manufacturer narrative:
The companion 2 driver is being evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing functional testing, a syncardia technician reported that the companion 2 driver did not pass the system check test.

Manufacturer narrative:
During investigation testing, the reported issue of the companion 2 driver not passing a system check was reproduced. The root cause was determined to be a malfunction of the pressure sensor board. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.